Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while removing the case from the pump the cartridge was removed. There was no adverse impact to the customer's blood glucose. The customer reattached cartridge and resumed insulin therapy.